Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a distal aortic arch aneurysm (with its aneurysm diameter was 55mm) using two conformable gore® tag® thoracic endoprostheses ((B)(4)). Prior to stent grafts being implanted, an axillo-axillary bypass procedure was performed to maintain blood flow to the branch arteries of the aortic arch. Two stent grafts were then deployed just below the left common carotid artery, and the procedure was concluded without endoleaks present. On (B)(6) 2015, in six-month follow-up study, endoleaks had not been revealed. Aneurysm diameter had shrunk to 50mm. On (B)(6) 2015, the patient was emergently presented to the hospital. A large bleeding was revealed into the left thoracic cavity and the patient was diagnosed with aneurysm rupture. However, there was no room left for resuscitation to be performed, and the patient expired on the same day. It was reported that the patient suddenly got in cardiopulmonary arrest in her house, and she was emergently presented to the hospital. When the patient was presented to the hospital, she had already been in cardiopulmonary arrest, and any resuscitation was not taken. It was also reported that an autopsy was not performed because the patient did not want it. Pre-implantation exams showed that there was calcium only in a very limited area and there was no specific abnormality to the patient's vessel. Additionally, there was no aneurysm found except the thoracic aortic aneurysm that was treated by endovascular procedure.